Manufacturer narrative:
Concomitant medical products: 250 ml hospira bag ndc 0409-7983-02, lot: 67-011-jt, exp: 1 jul 2018 0.9% sodium chloride injection; green curos jet cap; therapy date: (B)(6) 2017. The customer¿s report that a texium syringe leaked was confirmed. Both syringes were visually inspected and no anomalies or damage were observed. The actuator tabs of the texium adaptors showed no damage. The concomitant primary set was visually inspected; the distal smartsite¿s threads were observed to have evidence of over-torque due to over-tightening compared to a normal smartsite. Functional testing with each syringe attached to the distal smartsite of the concomitant set resulted in no leaking. Testing with the texium connected to a lab smartsite and a stopcock in the closed position attached to the distal end of the smartsite to create additional backpressure resulted in a leak at the texium to smartsite connection on one syringe. The root cause was not identified.

Event description:
The customer reported a bonded texium syringe leaked while administrating doxorubicin 22.9 ml (45.8 mg of a 91.6 mg dose). There was no report of patient harm.